Event description:
It was reported that the patient experiences occasional premature ventricular contractions (pvc) which are at a lower amplitude than regular r waves. The lead had been programmed to a more sensitive setting which caused t-wave oversensing (twos). The lead will be programmed to contain a post sense blanking period. The lead remains in use. No patient complications have been reported as a result of this event.